Event description:
Pt had a removal of external fixator and an open reduction internal fixation of her right ankle on (B)(6) 2014 by dr schroeder. A synthes locking distal tibial plate was inserted at that time. On (B)(6) 2015 the pt went to (B)(6) emergency room with complaints of her "cast being too tight." X-rays were taken at the time and read as normal. The next day a radiologist read the x-ray and reported that the distal tibial plate was broken. The pt was seen by dr.